Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received from the wife of an in-home patient explaining that the listed tracheostomy tube was found leaking at the cuff after one week of product use. The tracheostomy tube was replaced. No adverse health events were reported.